Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The device was noted to be discolored, and the shell and center patch were blue in appearance. White particles were noted on the outer surface of the balloon shell. Yellow particulate matter was noted on the valve. As the device was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and noted the balloon was leaking from one opening on the anterior portion of the shell, approximately 1/2 inch from the center patch. The opening was approximately 1/10 inch in length. Under microscopic analysis, the apparent origination point of the opening was observed to have a sharp edge, and the remaining portion of the opening had a smooth edge. The center patch and valve channel were noted to be discolored, and were dark blue in appearance. Dark blue particles were noted to be attached to the valve channel. White particles were noted on the outer surface of the balloon shell and center patch.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "having green urine. Presence of methylene blue in the cavity and valve with signs of leakage." The device was removed and replaced.